Event description:
A report was received that one of the patient's peripheral leads worked its way out through the skin at the hip. The patient underwent a procedure wherein the physician cut the leads and sutured it closed. The bsn representative adjusted the programming so that no current would go through the transected lead and the patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm, it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.